Event description:
Pt requested removal of tibial nail.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The part and lot numbers for screws were not provided. Provided info states the pt requested removal of the nail because of pain. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.